Event description:
It was reported that bd bd male ll adaptor had foreign matter the following information was received by the initial reporter with the following verbatim. It was reported by customer that blemishes. 1 - there is a blemish present on the part that is an undesirable condition. 2 - the blemish, within the ¿side wall¿ of the part what appears to be a splay line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
MDR made in error - duplicate to 10936365.

Event description:
Made in error.